Event description:
Customer reported the reservoir is not locking into place on her insulin pump. Customer's blood glucose is 130 mg/dl. She stated that she has to tape the reservoir in place to hold it there. She stated the screw part is cracked and it has been like that since she received the device. She thinks the tubing might be putting extra pressure on the crack when the device fails. The o rings may be cracked off. Customer is unaware how the damage occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked lcd window at bottom right side corner, cracked case at display window corners, broken reservoir tube lip, missing the black or ring and seal in reservoir tube, cracked battery tube threads and broken pump belt clip slot.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).